Event description:
A caller reported a minimum fill notification. The customer's blood glucose level did not exceed 500 mg/dl, and there was no adverse impact. The patient decided to reload a filled cartridge without troubleshooting and declined further assistance.